Event description:
While removing saline lock, nurse noted catheter of IV insyte was missing. IV was noted to be present and intact during a piggyback infusion at 6am. Discovered cath missing at 0945. Only hub of cath was present.